Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "during surgery they noticed silicone". The device was not implanted. A back up device was used.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: broken device: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "during surgery they noticed silicone". The device was not implanted. A back up device was used.